Manufacturer narrative:
(B)(4). Batch # m55037. Additional information requested and obtained: were formed staples visible: does not recall seeing the staples ¿ only the vessel being pushed forward within the jaws when device was fired. Surgeon believes the device did not cut, but pushed the vessel forward. Were clips used in the vicinity prior to firing stapler: no clips prior. Was this the 1st firing of device; if not, was it fired near prior staple line: this was the first firing. Was any extraneous tissue in the jaws when firing: does not recall having extra tissue, only placed around vessel. Were any unusual noises heard when firing: no unusual noises. What is the current patient status: patient is doing fine. There was no rep in the room at the time, so it is hard to determine whether the vessel was placed correctly within the jaws, or if the device was properly loaded. According to the surgeon it was loaded correctly and vessel placement was correct. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported cutting issues event could not be confirmed as the device performed without any difficulties noted during the functional testing. Please ensure that the vessel lies flat and is positioned properly between the jaws. Any bunching of vessel along the reload, particularly in the crotch of the jaws, may result in an incomplete staple or cut line. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but not yet obtained: were formed staples visible? Were clips used in the vicinity prior to firing stapler? Was this the 1st firing of device? If not, was it fired near prior staple line? Was any extraneous tissue in the jaws when firing? Were any unusual noises heard when firing? What is the current patient status?

Event description:
It was reported that during a lobectomy, once the surgeon fired the device the vessel (artery) was pushed forward to the tip of the jaws rather than cutting and stapling. Surgeon was not comfortable to open the device as it seemed not to deploy staples and did not cut. The patient was opened, clips were used and the device opened and removed.